Event description:
During troubleshooting of an unrelated alarm, it was reported a home patient (hp) had disconnected to manually fill then reconnected. The technical service representative (tsr) asked if the hp had used a flexi or minicap when they disconnected, the hp stated no. The event occurred during the initial drain. The technical service representative (tsr) had the hp close the clamps, disconnect, and end therapy. The tsr recommended the hp start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error during use, where the home patient disconnected and did not use a flexicap or minicap. The patient then reconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to remove the patient line connector from the organizer and attach the new flexicap or opticap disconnect cap to the patient line connector. The guide provides step-by-step instructions for properly conducting an emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.